Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73e1500260 was confirmed with sample. During visual inspection the knob component is slightly out of position. Jaws are damaged: out of place; root cause unknown. Failure mode "clips jammed in the jaws" was confirmed with sample received during visual inspection. However it's unknown why the applier presents these conditions. Functional inspection could not be performed due to physical condition of sample; jaws are damaged (out of place). Although; from the sample received it was observed the defect reported by the customer "clips jammed in the jaws" during visual inspection, the root cause for this issue is considered unknown since the jaw's component are damaged and functional testing could not be performed to try duplicating the reported defect. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. We will continue to monitor trending of similar complaints.

Event description:
Alleged event: when the clip was locked it did not detach from the applier and the surgeon had to press several times on the applier to free the clip. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73e1500260 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the clip was locked it did not detach from the applier and the surgeon had to press several times on the applier to free the clip. The patient's condition was reported as unknown.